Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Five events were reported for this quarter. Five devices were received for evaluation. Five events were confirmed. Four devices were found to be affected by disassembly. One device were found to be affected by a migrated o-ring. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 5 </noe> malfunction events in which the devices disassembled. Five reported events had no patient involvement; no patient impact.